Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was noticed that the cutting wire got detached from the tome. Reportedly, the detached cutting wire was removed from the duodenum with the use of a grasper. The patient had a small amount of bleeding but this was resolved on its own without any intervention. The procedure was completed with a different device.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length was twisted, the cutting wire was broken, bent and blackened, the notch was detached from catheter, and both pierce holes were melted and blackened. Moreover, the distal pierce hole was torn all the way until the tip end. The cutting wire was found broken and blackened, also, the tome's extrusion was found melted and blackened at the pierce holes, moreover, the notch was detached so it is most likely that an excess of voltage applied during the procedure could cause the failures noted. Based on the available information, the complaint is associated with a product that meets the specification but due to anatomical or procedural factors encountered during the procedure, performance was limited. Therefore the most probable root cause of the issues found is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was noticed that the cutting wire got detached from the tome. Reportedly, the detached cutting wire was removed from the duodenum with the use of a grasper. The patient had a small amount of bleeding but this was resolved on its own without any intervention. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.